Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.